Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 07-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (3mg/ml at 0.7494mg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic pain. It was reported that on (B)(6) 2018, the patient came into the clinic and reported withdrawal symptoms of increased pain, nausea, and vomiting since (B)(6) 2018. No pump alarms were noted. The patient's last pump refill was on (B)(6) 2018 with no issues reported at that time. No recent falls or injuries were reported by the patient on (B)(6) 2018. A dye study was performed on (B)(6) 2018. The pump was right side up in the pocket. The healthcare provider (hcp) attempted to aspirate the catheter access port (cap) and had no cerebrospinal fluid (csf) return, he also reported some resistance. The catheter tip was seen in the thoracic region with no obvious kinks seen on x-ray. Dye was injected into the catheter and was seen at the tip of the catheter, no obvious leaks were seen in the spinal segment or at the pump connection site. The pump segment of the catheter was located behind the pump and could not be seen with x-ray. The provider was scheduling a catheter revision. The patient was sent home on oral pain medication. Intervention was planned and not scheduled. The cause of the issue was undetermined. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) via a manufacturer representative. It was reported that on 2018-(B)(6), the patient had a catheter revision by the hcp. The pump pocket was opened up during the procedure and the catheter piece that could not be seen on the x-ray during the dye study could then be seen behind the pump. The catheter piece behind the pump (pump segment) was twisted. The hcp did not want to trim the twisted segment, due to concerns of making the catheter too short. This was untwisted and the flow of the catheter was checked through the cap. The catheter had good csf flow. The hcp straightened the catheter piece and sutured it to the fascia to prevent any future twisting. After suturing the catheter down, the catheter's flow was checked again and it was patent with good flow. The pump was placed back into the pocket and then the pocket was closed. The patient was programmed with a priming bolus and once complete, her regular dosing would be delivered. There were no further complications reported at this time.